Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was report that high, out of range hv lead impedance alert was noted. The patient was asymptomatic. The lead was explanted and replaced.